Event description:
It was reported that the customer stated during use, air leaked from cuff. It was reported that it was tested prior to use and that the patient was re intubated.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.